Event description:
In 2009, the pt reported that for the past week she has had elevated blood glucose readings up to 425 mg/dl and has experienced 3-4 occlusions per day on her insulin infusion device. She stated she changes "everything from the beginning to end, all the way to the site. It may work for a day or two and then will occlude within an hour." She stated she had an occlusion error this morning when she woke up and she "re-did" her "stuff" to clear it. She said she ate breakfast and again received an occlusion error on her device. She stated she uses a competitor infusion set and has tried sets from a new box but the issue has not resolved. To troubleshoot, the pt was instructed to disconnect and perform a prime using a new tubing and she received an occlusion error. She then was instructed to remove the tubing and prime through the adapter which went through without error. Troubleshooting did not find any product issues. The pt switched to her backup infusion device, attached a new tubing and primed without error. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.